Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in treatment. Upon removing the tubing set, solution was found inside the cycler. Pt received prophylactic antibiotics and has had no adverse effects. Cultures were drawn and the results were negative. Sample was discarded; no sample is available.